Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx des were implanted in the 1st diagonal and the r-pda. Approximately 2 weeks later the patient suffered a gi bleed. This was treated with a blood transfusion and medications were stopped. The patient was on dapt within 24 hours of the event. The investigator assessed that the event was probably related to the antiplatelet therapy and not related to the device. The patient recovered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.